Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-17723. This report, 1818910-2013-34927, will be rejected. 1818910-2011-17723 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Revision operative notes indicated that the patient was re-revised for infection.